Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry waxy vision. Clinical reason for explant was best corrected vision 20/20. The iol was exchanged for monofocal noncompany lens 01 month 26 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in h.3. And h.11. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 20.5 diopter, (1.5 extended depth of focus) lens was replaced with a non-company, 20.0 diopter, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).